Manufacturer narrative:
Testing and investigation at the service ctr found the device fan was not spinning fast enough to prevent the ambient temperature from reaching the threshold. The probable cause for the s233 alarm code was due to a broken fan. Further testing found the device touchscreen keys were not responsive when pressed. The probable cause for the touchscreen being unresponsive was due to contamination found on the bottom of the touchscreen connectors caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer reported the device alarmed code s233 (overtemperature-psc). The device was returned to the biomedical dept for an unspecified reason. It was reported there was no pt involvement. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 (overtemperatue-psc) malfunction alarm code. During verification testing at the service ctr the device touchscreen was found to not respond when pressed. No add'l info was provided.